Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead sense amplitude, and the rv pace and shock impedances all went down. All measurements were still within normal limits. However, the physician was concerned with the lead integrity. The lead was subsequently abandoned surgically and the implantable cardioverter defibrillator (ICD) was explanted and replaced with a new ICD system. No additional adverse patient effects were reported.

Event description:
Additional information reported indicated that during the procedure, the lead to header connection appeared normal. Additionally, the lead was not tested via a pacing system analyzer (psa) and ultimately the cause was not determined. The physician decided to place another lead and replace the device with an upgraded header.